Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).

Event description:
It was reported that the right ventricular lead was double counting the r waves and showed increasing thresholds. The pace/sense portion of the lead was replaced with a new lead. The left ventricular lead became dislodged and was capped. A new left ventricular lead was attempted but not implanted due to the patient's anatomy. No patient complications were reported as a result of this event.